Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that there was a tiny hole in the bottom of the flextend portion of the bivona tracheostomy tube. This was near the outer hub, and was exposing the viewing of the wire in the flextend portion. This product fault was noticed after a whistling sound was heard coming from the child. The ventilator, which was also on, was alarming. The patient's mother tried to suction the child's tube but she was unable to insert the suction catheter to the needed suction depth. The mother thought that there was a blockage. After suspecting this, the mother performed a tracheostomy tube change. No patient injury, or further complications were reported in relation to this event.